Manufacturer narrative:
Product labeling includes the following: "warning: failure to properly follow installation and preventive maintenance instructions may result in mechanical failure." Weekly preventive maintenance checks include: "do all components appear secure (light head, arm attachment points, upright connection to the base)? Is the light head fixed in place on the upright (does not move from side to side)? If the answer to any of these questions is no, do not use the product." Also included in the product labeling "warning - these fixtures have built in stops. Do not routinely swing the arm(s) hard against the stops or severe damage will result, possibly leading to fracture of the switch housing."

Event description:
The customer contacted philips burton to request a part number to replace a pivot joint for philips burton outpatient floor model. The customer informed philips burton that they had modified the part due to a sheared stop pin and now wanted to replace the part. The customer indicated that the stop pin had sheared about two years ago. Once the stop pin sheared the light head and arm were free to rotate to a point at which they became unstable and the light fell impacting the patient. No injury occurred and no medical attention was required.